Event description:
Procedure performed: laparoscopic cholecystectomy. [Surgeon] at [hospital], was using cd001 for the first time as he had agreed to trial the product the week prior. The lap chole procedure began at 09:20 and finished at approx. 11:20. At the beginning of the procedure there were some difficulties for the surgeon in performing his usual hassan cut down technique through the umbilicus due to the presence of an umbilical hernia. Upon first entry an 11mm kii shielded bladed (unarmed), advanced fixation was used for the scope port. The gallbladder had an abnormal amount of fat covering it and so dissecting and mobilizing was done with extra care. During the procedure an extra liga clip was clipped on the gallbladder specimen that was to be removed to prevent leakage of bile through a small perforation of the gallbladder that had arisen due to accidental damage by monopolar device. Before the clip was successfully applied to the gallbladder to prevent leakage surgeon attempted to clip a liga clip however this was dropped and later retrieved. The surgeon introduced the inzii bag with no issues and the bag was deployed and specimen placed inside with no apparent issues either. Bag was closed correctly with specimen inside and introducer removed from port prior to removal of the kii advanced fixation 11mm cannula from the umbilical incision site. Surgeon then proceeded to attempt to remove the closed inzii bag containing the specimen through the umbilical incision by pulling upwards and rotating in a circular motion as instructed to do so (incision site not extended prior). After approximately 20 seconds of rotating and pulling upwards, the bag burst at the tip leaving the gallbladder specimen in the incision site. The gallbladder was still visible intra-abdominally on the screen and a stone approximately measuring 1.5-2cm in diameter was could be seen. The presence of a small piece of metal was also visible on the upper regions of the bowel below the incision, this was raised with the anaesthetist at the time. This incident lead to a minor additional leakage of bile from the specimen into the patient. Surgeon extended the incision and removed the gallbladder without a bag. Pictures of product were not received, however, product was returned on april 12, 2019. (Entered by a. Fulcher, april 21, 2019). Patient status: no injury occured. Type of intervention: surgeon extended the incision and removed the gallbladder without a bag. Small amount of leakage of bile from gallbladder. Antibiotics administered (gentamicin).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the actuator/introducer. The tip of the tissue bag was broken and stretching was observed around the break. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke because the extraction site was not properly sized for the specimen that was removed. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy [surgeon] at [hospital], was using cd001 for the first time as he had agreed to trial the product the week prior. The lap chole procedure began at 09:20 and finished at approx. 11:20. At the beginning of the procedure there were some difficulties for the surgeon in performing his usual hassan cut down technique through the umbilicus due to the presence of an umbilical hernia. Upon first entry an 11mm kii shielded bladed (unarmed), advanced fixation was used for the scope port. The gallbladder had an abnormal amount of fat covering it and so dissecting and mobilizing was done with extra care. During the procedure an extra liga clip was clipped on the gallbladder specimen that was to be removed to prevent leakage of bile through a small perforation of the gallbladder that had arisen due to accidental damage by monopolar device. Before the clip was successfully applied to the gallbladder to prevent leakage surgeon attempted to clip a liga clip however this was dropped and later retrieved. The surgeon introduced the inzii bag with no issues and the bag was deployed and specimen placed inside with no apparent issues either. Bag was closed correctly with specimen inside and introducer removed from port prior to removal of the kii advanced fixation 11mm cannula from the umbilical incision site. Surgeon then proceeded to attempt to remove the closed inzii bag containing the specimen through the umbilical incision by pulling upwards and rotating in a circular motion as instructed to do so (incision site not extended prior). After approximately 20 seconds of rotating and pulling upwards, the bag burst at the tip leaving the gallbladder specimen in the incision site. The gallbladder was still visible intra-abdominally on the screen and a stone approximately measuring 1.5-2cm in diameter was could be seen. The presence of a small piece of metal was also visible on the upper regions of the bowel below the incision, this was raised with the anaesthetist at the time. This incident lead to a minor additional leakage of bile from the specimen into the patient. Surgeon extended the incision and removed the gallbladder without a bag. Patient status: no injury occured. Type of intervention: surgeon extended the incision and removed the gallbladder without a bag. Small amount of leakage of bile from gallbladder. Antibiotics administered (gentamycin).